Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. A customer reported receiving an unspecified high when compared to an adc meter. The customer experienced symptoms of shortness of breath, dizziness, palpitations, and cold sweat, and was unable to self-treat. A third party provided the customer with oral glucose and caramel as treatment and no further information was reported. There was no report of death or permanent injury associated with this event. Reportedly, a sensor scan of 227 mg/dl was received and comparison to an adc meter result of 34 mg/dl. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant.